Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a percutaneous (B) (6) 2010. It is unknown if a pre-deployment angiogram was performed but the punctured artery was reportedly a common femoral artery (cfa) with 7.0mm lumen diameter and no calcification. The deployment was successful and hemostasis was achieved. The patient had been doing well without any complication after the angio-seal deployment. However, a foreign substance was observed in the side of the artery when a venous ultrasound was performed in the inferior limb. Approximately 3 weeks later, on (B) (6) 2010, the inferior limb angiogram was performed which revealed an anchor like substance at the site where the angio-seal was deployed and it reportedly moved like a valve in response to pulse with one edge attached to the vessel wall. Although the peripheral circulatory deficit had not been observed, the physician decided to deploy a stent on the moving substance in order to prevent blood clot. The stent was placed on the moving substance and the stent was not closely attached with the vessel wall. The implant date is month specific. No additional information is available.